Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The intermittent video image, when the scan cable was wiggled around, was confirmed. The blade was replaced. The monitor was returned to the customer additional part used: glidescope video monitor (gvm); catalog: 0570-0338; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the device displayed an intermittent image when the cable was wiggled. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.